Event description:
During a cardiac cath procedure, just after arterial access was obtained, the system froze - unable to operate fluoro. The system was rebooted, but still remained non-functional. Patient moved to another lab where the case was completed. There was no harm to patient due to the delay.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received, however, the cause of death was not provided. It was noted that the device was not explanted; therefore, it is not available for evaluation. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.8 months, due to unknown reasons. On 09/23/2009, through follow-up with the surgeon, it was learned that the patient had mitral valve endocarditis. However, the cause of death was not provided.